Event description:
Per operative note received on 12/18/2024, was removed on (B)(6) 2024 due to cied infection. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).